Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had their last dose of warfarin 5mg three days prior to the procedure. The patients international normalized ratio the morning of the procedure was less than 2. The trans-septal puncture was performed and the first dose of heparin was given. A clot was noticed on the right atrium (ra) side at the septum while the pigtail catheter was inside the laa followed by the watchman access system. More heparin was given at that time. The physician decided to proceed with the procedure. A contrast injection was performed and a 30mm watchman laa closure device and delivery system was chosen. The closure device was prepared with no issues. Prior to inserting the delivery system into the access system, the clot in the ra was noted by the physician to have stretched across the septal puncture site into the left atrium. The 30mm device never entered the patient. The physician decided to give tissue plasminogen activator (tpa) through the access system. The clot in the left atrium reduced by about half its original size, but the physician did not want to continue. The physician decided to abort the procedure. He attached a syringe to the side arm of the access system and as he retracted it, he prompted the scrub technician to aspirate while he watched the clot via transesophageal echocardiogram (tee). The physician estimated that about half of the clot potentially embolized while the other half stayed intact on the septum on the left atrial side. The patient woke up from anesthesia with no stroke symptoms and no adverse outcomes were reported.